Manufacturer narrative:
Evaluation summary: samples were received for evaluation. The sensor was visually examined for any anomalies but no anomalies were observed. The fi test-bed device was tested for proper operation and was observed to operate as specified. The sensor was tested for proper and no errors were observed. The DHR was reviewed and there were no non-conformances found. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: d3 additional information: g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post operatively, the sensor was working and was left for five days. It was reported that when the probe was removed they discovered a very red forehead. The probe was left off and hydromol was applied. The patient was deceased but the sensor was not the cause of death. The sensor was left on for too long. It was explained that the sensors are expensive and this is why the sensors are not changed every 24 hours. The reporter stated the device did not cause or contribute to the patient event.